Event description:
Iritis [iritis]. A physician reported that a patient underwent phacoemulsification with ceeon edge 911a (intra-ocular lens). Implantation took place in 2002. The postoperative period was uneventful up unitl dec 2002. The patient suffered with severe iritis. The patient's pupils were dilated with atropine eyedrops drop (atropine, dose unknown) and steroids (dexamethasone, 2ml injection), which were administered in 2002 and twelve hours later. The patient developed acidity and hic-coughs as a systemic side effect of the dexamethasone and therefore dexamethasone was stopped. The patient started recovering 2 days later and onwards.